Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had high blood glucose and treated with insulin pump. The customer alleges that the insulin pump was under delivering because blood glucose did not come down after bolusing. The device will not be returned for analysis.